Event description:
It was reported that the patient presented in clinic for an unrelated procedure. During procedure, it was noted that the patient's right ventricular (rv) lead had an insulation breach. The rv lead was capped and replaced on (B)(6) 2025. The patient had no consequences.